Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The date of the dye study was (B)(6) 2014.

Event description:
The patient had a significant increase in pain. A dye study revealed a particulate matter in the fluid withdrawn from the side port. Resistance was noted with attempt to flush the catheter. No lab testing was done. The catheter was occluded. The catheter was replaced. The event outcome was reported as ¿resolved without sequela¿. The severity of the event was noted to be ¿moderate¿. The event required in-patient hospitalization and an unscheduled clinic/office visit. The device system was delivering dilaudid, clonidine and bupivacaine.